Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. Evaluations and verifications of the complaint samples received found there was "blooming or dusty" effect on the transducer housing. The zeroing stopcock also observed a crack on its body. Engineering studies indicated that elevated ambient temperature would result in blooming and stress cracking. The affected products might have been exposed to such conditions for prolonged periods. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Non-conformances of this nature are monitored by the engineering, quality and management team members.